Manufacturer narrative:
Fractures of the inner coil filars were noted adjacent to the inner coil to shaft weld. This fracture is consistent with the observation from the field of noise and inappropriate shock.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the hospital unrelated to this event when patient reported receiving inappropriate shocks. Patient was asymptomatic. Upon device interrogation, out of range, lead noise and oversensing was observed on the rva lead. Under fluoroscopy and post lead explant procedure lead fracture was observed. Lead was explanted and a new lead was implanted. Patient was stable post procedure and discharged the following day.